Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that transmitter was not functioning properly. Customer's blood glucose was 400 mg/dl and was treated with insulin pump. Customer reported that sensor could not connect to transmitter and that transmitter stopped blinking. Customer also reported to have received a lost sensor. During troubleshooting, customer was advised that minilink may not be working. Customer was not able to continue troubleshooting due to being at work and not having blue test plug nor charger. Customer would call back.